Event description:
Reporter indicated that vns pt passed away due to natural causes. Treating physician indicated that the pt died at the assisted living facility where pt resided. It was reported that the pt died of aspiration pneumonia and was of "do not resuscitate" status. The pt was receiving vns therapy at the time of death and was reportedly seizure-free with the vns therapy. No autopsy was performed. Treating physician indicated that the pt's death was not related to the ncp system. There is no evidence at this time that the ncp system caused or contributed to the reported event.